Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed complaint trends have been observed, for the event (a050401-fluid/blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as fold flow opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.